Event description:
It was reported by patient that a case was broken, and there was uncertainty regarding potential issues with charging. There was no adverse impact to the customer¿s blood glucose level. No additional information was obtained as patient did not wish to pursue follow-up, and no further action was required since the customer was currently out of warranty and not in process to obtain a new device.